Event description:
The complainant alleged that the technicians were testing the device with a mannequin and a laerdal brand simulator. They were "speeding up the simulated heart rhythms and doing all sorts of things with it" when they simulated a paroxysmal supraventricular tachycardia heart rhythm and the device prompted shock for this non-shockable heart rhythm. In addition, the complainant indicated that the device would only detect ventricular fibrillation over 150 bpm. There was no patient involvement in the reported malfunction.